Event description:
It was reported that the patient experienced discomfort because the distal inflatable penile prosthesis (ipp) cylinder tips were too superficial bellow the glans. The patient underwent surgery to remove and replace the cylinders and pump. There were no patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.